Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. No anomalies were noted to the returned deployed stent during visual inspection. Functional testing could not be performed since only the stent was returned. The initial reported complaint for the stent stabilizer/guidewire friction was confirmed during visual inspection. Based on the available information, there were no anomalies noted to the stent prior to use and the device was prepared as per direction for use (dfu). Only the deployed stent was returned, it is probable that the stent was deployed prematurely during removal of the device from the patient, therefore, an assignable cause of procedural factors was assigned to the as analyzed ' nv - stent prematurely deployed outside patient'. Based on the available information and the device analysis, it cannot be determined what caused the as reported 'nv stent stabilizer/guidewire friction'; therefore, an assignable cause of undeterminable was assigned.

Event description:
Analysis of the returned device found that the stent was deployed prematurely outside the patient. There were no clinical consequences to the patient reported.